Event description:
Allegedly revised due to patient reaction. Per medwatch report (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed and analysis shows no trend for item/lot number. Device history record reviewed and indicates the product met specification when manufactured. Package insert reviewed. Product not returned for evaluation. Based on the information available for this investigation, use of device cannot be determined

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. The user facility advises no medwatch was filed for this event. Additional information received on 12/23/2011 indicated a third component was removed; therefore, this is the same event as reported in FDA report (B)(4) and manufacturer report numbers 1043534-2011-00895, 00896.